Event description:
Caller reported cgm error 42 related to the g7 sensor. No adverse impact to the customer¿s blood glucose level was noted. Customer was assisted by technical support, who provided instructions for a complete pump reset, resolving the issue and allowing the customer to successfully start their sensor session.